Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged connector/adjust belt) was confirmed. As received, the belt failed the therapy electrode recognition test. Upon evaluation, the pulse wire and black main battery wire were open inside the trunk cable. The cause of the adjust belt messages and incoming test failure is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt cable connector was damaged and the patient was receiving 'adjust belt' messages.